Event description:
It was reported that a spectrum pump was alarming for a system error 105. There was no pt injury and the unit came from med surge unit. This was not first clinical use of the device, and the pump will be returned to baxter for evaluation.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. A system error 105 was confirmed reproduced. The device did not perform within specifications. Further evaluation has determined that the system error was caused by a failed motor. As a result, the motor assembly has been replaced.